Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, the needle was used once without a problem. Then when it was used again, the needle wouldn't extend. Once they were able to get the needle extended, the needle would not retract. No damage was noted with the device. Another interject injection therapy needle device was used, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was not consistent with the reported complaint that the device needle would not fully retract. During testing, the needle would extend to a point where the inner sheath was visible outside the outer sheath, and it would fully retract into the outer sheath. Visual inspection did reveal kinks on both the inner and outer sheaths. The kinks are most likely due to some aspect of the procedure. While the reported needle failure to retract could not be replicated, it is possible that the needle would not function properly due to the kinks in the working length. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, the needle was used once without a problem. Then when it was used again, the needle wouldn't extend. Once they were able to get the needle extended, the needle would not retract. No damage was noted with the device. Another interject injection therapy needle device was used, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.